Event description:
Reporter indicated that during generator replacement surgery for end of service, surgeon noted that the lead insulation was damaged and was "coming off". It was reported that device diagnostic testing prior to generator replacement surgery was within normal limits, indicating proper device function. Patient consent had been obtained for generator replacement only, so the surgeon planned to recommend lead replacement surgery at a later date.